Event description:
Slowly began around 2009 after having breast implants in 2004. Started with a mystery ¿virus¿ never determined. Over years development of autoimmune issues. Vertigo, mystery rashes, chronic fatigue, memory loss, brain fog, anxiety, depression, increased migraines requiring working with a neurologist. Multiple MRI's and blood work showing high anti-inflammatory markers but no answers until I read about breast implant illness. I am explanting tomorrow.